Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9023813. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and previous investigations into this product family our engineer shave determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of the intima-ii and can reduce the friction imparted on the surface of the sleeve stopper. To monitor occurrence such as these our team implements a pull test to confirm that the sleeve stopper is properly fixed into its position; we have increased the force requirements for this test as well as updated our finished goods inspection list and adjust temperature settings on the heat tunnels to increase the grip of the sleeve stopper. CAPA#1389644 was initiated.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems experienced prn separation from the adapter prior to use. The following information was provided by the initial reporter: according to the feedback from the head nurse in the neonatology department of the foreign user facility , on the morning of 16 june at the neonatology ward, the rubber plug and the plastic firm of the heparin cap fell off during sterilizing with the batch number 9023813, and the article number was 383083. There were two cases of this event happened in the same day , the head nurse immediately removed the indwelling needle after this incident happened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems experienced prn separation from the adapter prior to use. The following information was provided by the initial reporter: according to the feedback from the head nurse in the neonatology department of the foreign user facility, on the morning of 16 june at the neonatology ward, the rubber plug and the plastic firm of the heparin cap fell off during sterilizing with the batch number 9023813, and the article number was 383083. There were two cases of this event happened in the same day, the head nurse immediately removed the indwelling needle after this incident happened.